Manufacturer narrative:
Additional information poc: (B)(4)

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp for the reported "filling error", he leak tested the unit, recalibrated the autofill volume, and verified the unit calibration; for precaution purposes he replaced the luer fitting. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a filling error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.